Event description:
Synovitis, left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding an (B)(6) male pt, initials unk, with osteoarthritis (kellgren-lawrence grade 4). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/19977 to 07/2010. The pt's medical history was significant for previous use of synvisc in right knee and the pt experienced tendonitis. On (B)(6) 2006, the pt initiated the first course of treatment with intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, into left knee. The lot number for synvisc was not provided. On (B)(6) 2006, the pt experienced synovitis of left knee. The pt also experienced left knee effusion and 09cc of clear yellow fluid was aspirated. The pt received treatment with intra-articular depo-medrol (methylprednisolone acetate) at a dose of 40mg for the events of synovitis of left knee and left knee effusion. On (B)(6) 2006 (after 24 hours), the pt recovered from synovitis of left knee. The action taken with synvisc treatment was not provided. The intensity for the event of synovitis of left knee was severe and for the event of left knee effusion was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related. The causal relationship for the event of left knee effusion was not provided by the reporting physician. Follow-up information was received on (B)(6) 2013, and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.